Event description:
Customer reported via phone call that the insulin pump alarmed no delivery after one unit of insulin. Customer stated that the issue was with the infusion sets. Customer was unable to troubleshoot at the time of the call and declined to return the sets for analysis. Customer mentioned that they have been taking shots. Customer's blood glucose reading at the time of the call was 250 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.